Event description:
A pt service representative (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the pt's monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation on monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor would not power on. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the inability to power on is the flash memory failure. The cause of the flash memory failure has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). The flash memory components had intermittent bga connections. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt received a replacement monitor.